Event description:
Attempting to place stent balloon inflated to 6 atm but did not appear to inflate. Increase to 7 atm but did not fully inflate balloon. Guide, stent, catheter, and wire removal but stent not on catheter. Stent later found in rt. Femoral region with use of fluorscopy and stent removed at time of coronary bypass procedure.